Event description:
The customer stated the surgeon inserted a three piece collamer lens model number cq2015 and the lens tore. The lens was removed with no patient injury,and no incision enlargement. Sutures were not required to close the incision.